Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Furthermore, the recipient was a non user for ten years due to undetermined reasons. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Event description:
Bilateral user, initially implanted in united kingdom (UK), bradford, recently being treated at uc dresden, whereby full clinical history remains unclear. The user did not use the cochlea implant for approximately the last ten years. In situ testing showed affected channels. Further proceedings remain unclear. For now, the clinic is discussing possible explantation.

Event description:
Bilateral user, initially implanted in united kingdom (UK) (B)(6) recently became patient of (B)(6), whereby full clinical history remains unclear. The user did not use the cochlear implant for approximately the last ten years. In situ testing showed affected channels. Further proceedings remain unclear. For now, the clinic is discussing possible explantation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.